Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had been hospitalized due to a high-pressure pump alarm issue; it is not known if the patient is still in the hospital or the details of their admission, discharge, or length of stay. The pharmacy replaced the device, and the patient had a backup device they were able to switch to.

Manufacturer narrative:
H2) correction: a1 corrected. H2) additional information: e4 updated. G2 other report source updated. H10 updated. H10: additional related emdr # mw5162548. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.